Manufacturer narrative:
The device date returned to manufacturer was documented as nov 19, 2015 in the initial report. It has been updated at nov 26, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, seized, jammed and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor was blocked, seized, and running rough on the compact air drive device. It was further determined that the air leak failed. It was noted in the service order that the device did not function (no rotation). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.